Event description:
A territory manager contacted zoll customer support to report that (B)(6) male pt's battery charger was not properly charging his battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation contamination was discovered on the charger/modem's battery board. The rout cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.